Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii" against left device. The status of the device is unknown.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii" against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, crease flat and white particles in the shell. A microscopic analysis was performed which identify no other observation. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6a, d.6b, h.6.

Event description:
Device has been explanted.